Manufacturer narrative:
Unit received with blank display due to moisture damage on all electronic assemblies. Unable to perform self test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test, the stop (idle) current test and the run current test blank display. Unit received with minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, stained end cap sticker, stained address/serial number label and moisture damage on motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 500 mg/dl at the time of the incident. He woke up this morning and his blood glucose was 500 mg/dl and the pump screen is completely blank. The customer is going to treat with a manual shot. The customer is not calling back after receiving a new battery cap. The customer states the contacts on the battery cap are not missing or damaged, the battery compartment is neither damaged nor corroded and the spring is neither damaged nor corroded. Inquired if the pump has been dropped or bumped, found has not. Inquired if the pump has been exposed to moisture, found has not. The customer has a new (B)(6) battery to test with the pump and was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.